Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the patient sought medical attention for a urinary tract infection (uti - culture proven). The event was assessed as moderate and definitely related to the study device or procedure. The infection was treated with bactrim starting on (B)(6) 2013 and was resolved on (B)(6) 2013. On (B)(6) 2014, the patient experienced another uti which was assessed as mild and unlikely related to the study device or procedure. The event was resolved on (B)(6) 2014.

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 21 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. This event was also reported to the FDA in a (B)(4) uphold lite 522 postmarket study status report. The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the patient sought medical attention for a urinary tract infection (uti - culture proven). The event was assessed as moderate and definitely related to the study device or procedure. The infection was treated with bactrim starting on (B)(6) 2013 and was resolved on (B)(6) 2013. On (B)(6) 2014, the patient experienced another uti which was assessed as mild and unlikely related to the study device or procedure. The event was resolved on (B)(6) 2014. Additional information august 1, 2016. On (B)(6) 2015, the patient experienced urge incontinence (new or worsening) and a lower urinary tract infection (uti) that resolved on (B)(6) 2016. Both of these events were assessed by the investigator to be "mild" in severity, with "possible" relation to the uphold device/procedure. The patient also experienced two uti's that were mild in severity and assessed as "unlikely" to be related to the uphold device/procedure: the first starting (B)(6) 2015 resolving on (B)(6) 2015 and the second starting (B)(6) 2015 resolving on (B)(6) 2015.